Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Patient was revised to a tritanium hemispherical shell, adm/mdm liner construct, biolox ceramic head, and a restoration modular stem.

Manufacturer narrative:
Additional information in executive summary and patient code. An event regarding periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Patient was revised to a tritanium hemispherical shell, adm/mdm liner construct, biolox ceramic head, and a restoration modular stem. Update: rep confirmed revision was due to femoral fracture of the greater trochanter.